Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the flow module from the customer's stock, tested the unit to manufacturer's specifications, and returned the unit to clinical use.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow module was reading no flow and the yellow light was illuminated on the perfusion system. The device was not changed out, as the perfusionist recycled the machine three times, then got the green light and could read flow. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.